Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pharmacist called, reported aviva system blood glucose result at 03:39 pm of hi, which on the system indicates a result in excess of 600 mg/dl, 168 mg/dl at 03:40 pm, 257 mg/dl at 03:42 pm, 244 mg/dl at 04:09 pm. Reported no adverse event. A request was made for the return of the meter and strips.